Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise episodes with no loss of pacing function were noted during follow-up. Right ventricular lead revision is anticipated and the patient will continue to be monitored.